Manufacturer narrative:
(B)(6). Device code a0406 captures the reportable event of stent deformed inside the patient. Investigation analysis: upon receipt at our quality assurance laboratory, this contour ureteral stent underwent a thorough analysis. Visual analysis of the returned device identified that the stent was buckled in the shaft and renal coil. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that the issue could be caused by operational factors. If the positioner is advanced with excess force over the guidewire, the stent could get buckled/accordioned resulting in a difficulty/unable to advance the stent to the target site. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a contour ureteral stent was used in a ureteral stent placement procedure in the ureter. During insertion and inside the patient, it was noticed that the stent got deformed. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Block h6: device code a0406 captures the reportable event of stent deformed inside the patient.

Event description:
It was reported that a contour ureteral stent was used in a ureteral stent placement procedure in the ureter. During insertion and inside the patient, it was noticed that the stent got deformed. The procedure was completed with another of the same device and there were no patient complications reported.